Manufacturer narrative:
(B)(4). The returned catheter was tested and passed electrical test, temperature bath test, generator test, patency/flow test and deflection test. The root cause of the reported event could not be determined. However, it does not appear to be manufacturing related as the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint cannot be confirmed.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: m-4800-01, (B)(4); cool flow irrigation pump, model #: m-5491-02, (B)(4); stockert rf generator, model #:m-5463-01, (B)(4); c3 nav variable lasso catheter, model #: d-1290-01-s, lot #.: 15279644l. The customer was contacted by biosense webster field service engineer. The hospital (B)(4) staff advised that the doctor did not consider bwi equipment to be the cause of the patient incident. The doctor continued to use the carto 3 system, stockert, and cool flow pump. Customer determined that system is ready for use. The customer declined systems service. (B)(4).

Event description:
It was reported that during an atrial fibrilation procedure the patient's blood pressure had suddenly dropped. Fluoroscopy showed no movement of the cardiac silhouette. An emergency pericardiocentesis was performed. The patient's blood pressure was stabilized after 200cc of blood was removed from the pericardial space. The cardiac motion was restored under fluoroscopy and echocardiography imaging. The patient was transferred to ICU for overnight observation. The impairment was stated to cause mild damage to the left atrium and puncture site in front of the sternum. The patient had fully recovered. The causality of the adverse event was said to be procedural related. Patient was back to normal upon discharge.